Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection was performed on the sensor plug and damaged was observed to the guide tabs and sensor ears. The plug was seated correctly and therefore the damaged guide tabs and sensor ears did not case the customer complaint. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan of lo (less than 40 mg/dl) when scanning the adc freestyle libre 2 sensor compared to the built-in meter, and as a result, did not inject their scheduled insulin doses. On (B)(6) 2021, the customer experienced a headache and vomiting and obtained a blood glucose test of 501 mg/dl on the built-in meter with no sensor scan performed. The customer was brought to the hospital after 8 hours where a glucose test of 495 mg/dl on the hcp meter was compared to a scan of lo (less than 40 mg/dl.) Which when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. The customer was treated with a physiological solution" and unspecified intravenous solution for a diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan of lo (less than 40 mg/dl) when scanning the adc freestyle libre 2 sensor compared to the built-in meter, and as a result, did not inject their scheduled insulin doses. On (B)(6) 2021, the customer experienced a headache and vomiting and obtained a blood glucose test of 501 mg/dl on the built-in meter with no sensor scan performed. The customer was brought to the hospital after 8 hours where a glucose test of 495 mg/dl on the hcp meter was compared to a scan of lo (less than 40 mg/dl.) Which when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. The customer was treated with a physiological solution" and unspecified intravenous solution for a diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury.